Event description:
The customer called and claimed that there was no alarm sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer called and claimed that there was no alarm sound. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.